Event description:
During a low anterior resection the anvil head was inserted in the proximal portion of the bowel in the usual manner. The bowel was closed using a purse string stitch. The device was inserted transanally. The anvil head and the shaft were joined, the instrument was closed, and fired in the usual manner. The assisting surgeon, then tried to remove the instrument but encountered resistance. He eventually was able to remove the instrument but upon exam noticed the bowel had been torn. The defect was closed with suture. Both donuts were intact. There was no consequence to the pt. 1/2/97 1415 surgeon returned call. She stated her partner had fired the device and when he attempted to remove the device he met resistance. Once the device was removed it was noted there was no staple formation and a hole had been ripped where the anastomosis should have been. The donuts had been cut out. She said the correct firing and removal process had been followed.

Manufacturer narrative:
Device was not returned for analysis.